Event description:
Pt came in for surgery: left knee anterior cruciate ligament reconstruction. In the process of taking out the mitek rigid fix btb guide, it broke. Efforts to remove half of the guide pin were unsuccessful.